Event description:
Rptr stated that spouse was implanted with the device about seven weeks ago for spasticity. Since that time, spouse has had problems with the device, including severe headaches. Spouse was seen by the dr, who did several tests, including cat scans, to determine the cause of the headaches. The CT scans showed that the device was leaking some type of gas into spouse's brain and spinal area. The dr has linked this to the headaches. Explantation is scheduled.

Event description:
Add'l info rec'd from evaluating co 7/20/01: dr informed evaluating co that a large volume of gas was aspirated from pt's subcutaneous tissues surrounding the pump. Because of this, they suspected that propellent vapor from within the pump had leaked from its case. A careful visual inspection of the circumferential weld seam of the pump's case was performed. A photograph shows an area of the weld seam encircled with a marking pen in the center of which is a tiny pore in the weld seam.